Event description:
The kiwi vacuum was placed on baby head to assist with birth; it made a loud popping noise, but did not pop off. It was changed out, and another one was used. The baby exhibited swelling and a small bleed 24 hours later. Baby was cared for in nicu and was discharged home a few days later.